Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (250.0 mcg/ml at 250.06 mcg/day), bupivacaine (6.8 mg/ml at 6.8017 mg/day), and baclofen (100.0 mcg/ml at 100.02 mcg/day) via an implantable pump for malignant pain (ovarian). On (B)(6) 2012, the patient reported a headache. They continued to report the symptom the following day, and the hcp characterized the headache as a post-dural puncture headache. The clinical diagnosis was positional headache. Caffeine and fluids were administered on (B)(6) 2012. On (B)(6) 2012, the patient reported improved, but consistent headache with intermittent nausea and vomiting. Reglan, a scopolamine patch, and fluids were administered on the same date. The event was not related to the device/therapy. The event was related to the implant procedure. The event resulted in in-patient hospitalization. The event resolved without sequelae on (B)(6) 2012. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.